Event description:
It was reported that during a balloon angioplasty procedure, a shaft fracture occurred. The 90% stenosed coronary target lesion was severely tortuous and severely calcified. As the 3.0x28mm taxus liberte stent was advanced the device was unable to cross the lesion. Upon removal the shaft broke. The distal section of the device was removed without incident and the procedure was completed with a 3.0x20mm promus element stent. No patient complications were reported and the patient status is stable.

Event description:
It was reported that during a balloon angioplasty procedure, a shaft fracture occurred. The 90% stenosed coronary target lesion was severely tortuous and severely calcified. As the 3.0x28mm taxus liberte stent was advanced the device was unable to cross the lesion. Upon removal the shaft broke. The distal section of the device was removed without incident and the procedure was completed with a 3.0x20mm promus element stent. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - the hypotube separation was 58.5cm from the edge of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. The midshaft was kinked adjacent to the guidewire exit notch. There were flattened stent struts on the proximal end of the stent. All measurements met specification. The device presented no evidence of any material or manufacturing deficiencies that could have contributed to the reported event or the confirmed damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).